Event description:
The procedure was a breast implant. The dr got a minor burn on the hand and the pt got a minor burn on the nipple. The unit was set on 35, the dr was using non-insulated tweezer and leaning on the foot pedal. This report is for the dr's burn. Refer to 1720159-1999-00030 for the pt's burn.